Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 405, 381, 379, 414 and 419 mg/dl. The customer's expected fasting blood glucose test result range is 174 - 188 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that three months ago she had obtained a fasting result of 500 mg/dl using the truetrack meter; customer did not report having any symptoms at that time. Customer had been concerned and so had gone to the ER. Customer's blood glucose test result when at the ER was 174 mg/dl fasting. Customer stated the results of 500 mg/dl using truetrack meter and 174 mg/dl when at the ER were performed within 30 minutes of each other. Customer was diagnosed with high blood sugar and was treated with IV glucose/fluids. Customer stated she was taken off invokana and put back on metformin. Customer continued to use the truetrack meter. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date was undisclosed and open vial date is three months. Customer did not have any more test strips. Customer was using the correct code chip. The meter memory was reviewed for previous test result history: result 1 :405mg/dl date:(B)(6) 2018 time:715am fasting; result 2 :381mg/dl date:(B)(6) 2018 time:754am fasting; result 3 :379mg/dl date:(B)(6) 2018 time:823am fasting; result 4 :414mg/dl date:(B)(6) 2018 time:659am fasting; result 5 :419mg/dl date:(B)(6) 2018 time:802am fasting.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 405, 381, 379, 414 and 419 mg/dl. The customer's expected fasting blood glucose test result range is 174 - 188 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that three months ago she had obtained a fasting result of 500 mg/dl using the truetrack meter; customer did not report having any symptoms at that time. Customer had been concerned and so had gone to the ER. Customer's blood glucose test result when at the ER was 174 mg/dl fasting. Customer stated the results of 500 mg/dl using truetrack meter and 174 mg/dl when at the ER were performed within 30 minutes of each other. Customer was diagnosed with high blood sugar and was treated with IV glucose/fluids. Customer stated she was taken off invokana and put back on metformin. Customer continued to use the truetrack meter. During the call on 04/13/2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date was undisclosed and open vial date is three months. Customer did not have any more test strips. Customer was using the correct code chip. The meter memory was reviewed for previous test result history: result 1 :405mg/dl, date: (B)(6) 2018, time:715am, fasting; result 2 :381mg/dl, date: (B)(6) 2018, time:754am, fasting; result 3 :379mg/dl, date: (B)(6) 2018, time:823am, fasting; result 4 :414mg/dl, date: (B)(6) 2018, time:659am,fasting; result 5 :419mg/dl, date: (B)(6) 2018, time:802am,fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.